Manufacturer narrative:
Device evaluated by manufacturer: returned rotawire was received inside of the rotablator plus device. Visual inspection of the returned product revealed that the rotawire was able to be removed from the device with no restriction. The overall length, outer diameter (od) of the distal tip, od of the middle of the device, and od of the proximal section were within specification. Inspection of the remainder of the device presented no damage or irregularities.

Event description:
It was reported that the burr was stuck on the wire. The target lesion area was located in the left posterior tibial artery. A 2.00mm peripheral rotalink plus was selected for use together with a rotawire. During the procedure, it was noted that the burr was stuck on the wire. The procedure was completed with another of the same device. No patient complications were reported and the patient was fine post procedure.

Event description:
It was reported that the burr was stuck on the wire. The target lesion area was located in the left posterior tibial artery. A 2.00mm peripheral rotalink plus was selected for use together with a rotawire. During the procedure, it was noted that the burr was stuck on the wire. The procedure was completed with another of the same device. No patient complications were reported and the patient was fine post procedure.